Event description:
The customer reported being hospitalized due to low blood glucose levels of 53 mg/dl. At the time of the call, the customer was unable to rewind the insulin pump. Assisted the customer with the rewind, and advised to call back if further assistance was needed. No further details were provided regarding the hospitalization.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.